Event description:
It was reported the patient suspected the stimulator was interfering with their pacemaker. The interference was happening intermittently. Medtronic representative planned to try different programming. Approximately one week later it was reported the patient was getting "good" stimulation. The patient has had no trouble "feeling their heart." No further information was reported.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 3778-60 lot# serial#(B)(4), implanted: 2011 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4). Product type programmer, patient product ID, 37092 lot# 279290002, implanted: 2011 (B)(6), product type accessory product ID, 355531 lot# n299670, implanted: 2011 (B)(6), product type screening device product ID, 3550-39 lot# n302341, implanted: 2011 (B)(6), product type accessory. (B)(4).